Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient experienced possible anemia / thrombocytopenia during impella cp support. No noted intervention was documented regarding the reported condition. It was additionally reported that the patient experienced ischemia following impella cp removal. Vascular surgery was performed to resolve the condition. The patient survived the procedure.

Manufacturer narrative:
The investigation of thrombocytopenia and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the thrombocytopenia cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25153 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25153 and should not have been.